Event description:
It was reported that the physician implanted a zct225 tecnis toric lens and the patient experienced a post operative refractive surprise in the patient's left eye. The doctor expressed concerns of mislabelling. It was stated that the explant surgery was performed on (B)(6) 2014. In addition it was stated that the lens was on axis prior to the explantation. The lens was replaced with a tecnis toric zct225 21.0 diopter 2.25 cylinder serial number (B)(4). It was stated that the incision was not enlarged. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of intraocular lens in a secondary procedure.unexpected post operative refraction.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. Result of test for optical measurement showed lens was within specification. There are no associated nonconformity material reports with respect to the order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Additional information: it was reported that patient is doing very well and very happy with his vision, post-operatively. At the 1-week post-operative examination, patient¿s uncorrected visual acuity is 20/70 with a script of -0.75 -1.00 at 35, raising acuity to 20/30. Device evaluation: the returned sample was inspected at the manufacturing site under 12x microscope magnification. The lens was received torn, most probably related to the explant procedure. Visual inspection revealed lens can be identified as a tecnis toric acrylic 1-piece intraocular lens due to the presence of marking holes. Lens was observed to be contaminated and optic was damaged. Due to the condition of the returned sample, no further investigation was performed. All pertinent information available to the manufacturer has been submitted.